Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, elevated ketones/diabetic ketoacidosis and the insulin pump had migrated and the insulin was not injected. The customer reported hyperglycemia and loss of consciousness treated with ems(emergency medical services)/ambulance/ER (emergency room) visit and elevated ketones/diabetic ketoacidosis was treated with hospitalization. The event involved product(s) mmt-1886. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. No under delivery anomaly or over delivery anomaly noted during testing. Delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Alarm-absence of occlusion alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 20-jan-2025 of the daily tota lcollection start time, the daily total of basal insulin delivered = 146000 (14.6 u) and daily total of bolus insulin delivered = 175000 (17.5 u) which is equal to the daily total of all insulin delivered = 321000 (32.1 u). Perform the history review 1 week prior to the event date 20-jan-2025 in the pump history file and found lost sensor alert on (B)(6) 2025, 2 failed batttest (58) alarm on (B)(6) 2025 and battout limit (6) on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 6:17:59 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for failed batt/battery failed alarm and power loss alarm/batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Delivery anomaly-no delivery/occlusion alarm not confirmed. Delivery anomaly not confirmed. Alarm-absence of occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.